Event description:
It was reported that the pump became cracked and an unspecified malfunction occurred. Customer's blood glucose was 189 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.